Event description:
It was reported that the "sqi was unstable" during use of this device. It was noted that there was drifting values of 1-4. An sqi of < 2 was expected. Troubleshooting was performed and it was felt to be an issue with the cable. There are no adverse patient effects reported.

Manufacturer narrative:
The reported event could not be confirmed through evaluation of the subject device. Both calibration invitro and invivo were performed. The svo2 was monitored for over 30 minutes. No physical damage was found during the visual inspection. Based on our analysis, the cable can reasonably be exempted as a possible contributor to the customer¿s complaint. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as there was no evidence of any failure of the device to function appropriately. Edwards lifesciences will continue to monitor all reported events. No further actions possible at this time.